Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the site and confirmed that they had no further system issues with their following cases. The site also reported that it could be a user related issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure customer contacted tech support from offsite and reported an issue from a surgeon earlier today regarding arm 4. The caller stated the surgeon had arm 4 move on its own and had an unexpected suj movement. The caller also advised they ran into issues with the scope being recognized on this arm. An error was presented according to the surgeon that was specific to arm 4 but was not found in the logs. The caller added biomed to the line who is onsite. They are going to connect the system to onsite and power on as the system is currently in a storage area. The caller should be calling back with additional information. Customer called back for additional error log review once connected. The technical support engineer (tse) noticed several instances of 50007 pointing to all nodes starting at the msc. System completed self test and the caller is aware a service order was placed.